Event description:
Pt alleges having joint pain, capsular contracture and rupture of left side and stated this is the one that has been changed. Pt also alleges having three surgeries on the left side.